Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The patient was manually ventilated and placed on another device. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Manufacturer narrative:
The following correction has been updated in this report. Section b1 was corrected to product problem. (Adverse event and product problem was checked in previous MDR). Section h1 was changed from serious injury to malfunction. Section h6- health effect impact code was updated.